Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) site was not healing well and bleeding. It was further reported that the icm came out of the patient's chest. The icm is no longer in use. No further patient complications have been reported as a result of this event.